Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not always close and sometimes two clips would feed into the jaws at a time. It is unknown if any clips fell into the patient and had to be retrieved. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.